Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, during electro physiology(eps) atrial fibrillation (a-fib) ablation, the patient had a burn at the site of ground pad placement the following day.